Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an atherectomy procedure, fibers came out of an unspecified cook 6 french, 70-centimeter ansel sheath when the device was used with another manufacturer¿s atherectomy device. The patient was described as ¿more difficult to treat," requiring five or more passes with the atherectomy device. A video provided by the customer shows the user removing the fibers from the sheath with forceps. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the instructions for use, manufacturing instructions, and quality control data. The complainant returned the complaint device to cook for investigation. Physical examination of the returned device showed: one used device was received with biomatter present. A piece of the inner liner had come out of the sheath, with no visible damage to the sheath. At this time, cook concluded that the device was manufactured within specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, the complainant did report three other instances with the same failure mode that are reported under patient identifier, (B)(6). The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description: ¿refer to the product label for product specifications (i.e., sheath inner diameter, dilator inner diameter, distal curve configuration, hemostasis valve design.)¿ intended use: ¿flexor introducers and guiding sheaths are intended to introduce therapeutic or diagnostic devices into the vasculature, excluding coronary and neuro vasculature.¿ precautions: ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ instructions for use: sheath introduction: ¿1. Ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA is currently opened to address the failure of tnrt filaments delaminating in flexor sheaths. The CAPA investigations are currently ongoing. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook could determine the cause of failure. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Common name & product code: although the rpn is unknown, the product code for all 6 french, 70-centimeter ansel sheaths is dyb. The 510(k) for all 6 french, 70-centimeter ansel sheaths is k142829. Occupation: cath lab supervisor. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an atherectomy procedure, fibers came out of an unspecified cook 6 french, 70-centimeter ansel sheath when the device was used with another manufacturer¿s atherectomy device. The patient was described as ¿more difficult to treat," requiring five or more passes with the atherectomy device. A video provided by the customer shows the user removing the fibers from the sheath with forceps. There has been no report that any part of the device remained in the patient, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this occurrence.